Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the prograsp forceps instrument was stuck holding tissue which led to a minor liver tissue injury. At the time the event occurred, the customer had performed a system restart. The team was preparing to use the instrument release key (irk) when the system unexpectedly recognized the instrument, allowing its function to resume and the tissue was released. The customer reported minor, repairable liver damage occurred. The instrument was reseated, and the procedure was completed robotically without delays. The issue was resolved through phone assistance. The following information is unknown: the cause of the damage to the patient's liver and what surgical intervention/repair was rendered due to complication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.